Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right breast is rupture, cyst, folds, and "bigger than left breast. Sometimes it swells more, sometimes it swells less." Patient is "concerned about recall," reported "prosthesis are wrinkled," and left breast is larger than the right." Device remains implanted.